Event description:
Reference number (B)(4) event occurred in poland. It was reported that the patient faced an issue with the infusion set tape sticking during normal use on (B)(6) 2026. No further information is available.